Event description:
Information was received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported they was discouraged and frustrated at not having symptoms improvement. The patient noted that on (B)(6) they were in severe pain. The patient stated that she was having urgency to void, but was unable to void and had a stomachache. It was noted the patient changed therapy programs. It was noted the patient began the trial on (B)(6). Additional information from the patient on (B)(6) reported she felt like she was voiding more frequently than before the evaluation. Additional information from the patient on (B)(6) reported she was disappointment with the lack of improvement. The patient stated she got the urgency to void with each time she went to stand up or change body position. The patient also had trouble using the controller and accidently changed herself to another program. There were no further complications that have been reported as a result of this event.